Event description:
It was reported that the patient had the artificial urinary sphincter cuff and pump components removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 4.0 cm cuff and pump were implanted. The original balloon component remained implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.